Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that their insulin pump was alarming bolus stopped and the display screen is blank. Customer stated they have changed the batteries multiple times but the issue persists. Customer also stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer would be sent battery cap to rule out other causes and to monitor device. Customer's blood glucose level was 113 mg/dl at time of reporting. Nothing further reported.